Event description:
It was reported that patient underwent knee procedure on unknown date utilizing signature tibial and femoral guides. During the procedure, the tibial guide was used without any reported complication. However, the correct instrumentation needed for the femoral guide was not available. This caused a delay of 45 minute in the procedure.

Manufacturer narrative:
Reported information was forwarded to contract manufacturer. A follow-up report will be sent to the FDA once investigation results are received from the contract manufacturer.(B)(4).

Event description:
It was reported that patient underwent knee procedure on (B)(6) 2010 utilizing signature tibial and femoral guides. During the procedure, the tibial guide was used without any reported complication. However, the correct instrumentation needed for the femoral guide was not available. This caused a delay of forty-five minutes to the procedure.

Manufacturer narrative:
Evaluation of returned guides and planning report for this case found that the guides were manufactured according to the instrument specifications called out in biomet's system. There was no evidence of nonconformance identified. Further communication with biomet (B)(4) representative confirmed that the forty-five minute delay in the procedure occurred before the patient was under general anesthesia. (B)(4)